Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by a sales representative via sems that a ar-6480 pumps inflow/outflow was running at a high speed. This occurred during a shoulder procedure when the inflow/outflow was running at a high speed although the screen displayed a reading of 50. This resulted in a nurse being splashed in the eye. Her eyes were rinsed thoroughly, and labs were taken from both the nurse and patient. A new pump was brought in with new tubing and the case was completed and in the end the shoulder was distended more than normal, but no long term issues should result.

Manufacturer narrative:
The complaint was not confirmed. The returned pump was visually inspected and showed damaged to the top cover and front bezel (crack on top). Further review of the pump sub-assembly and components, showed the latch door handle was not able to retract when opened, but it was able to open and close. No damaged with the tubing connector. The tubing set used was not returned. The pump was assembled with a new ar-6410 tubing, and then tested and evaluated under normal use conditions to see if the issue(s) reported could be reproduced. The pump was powered on and function as intended with no error message and/or audible alarm triggered.